Manufacturer narrative:
(B)(4) date sent: 9/17/2024 mw5158276 additional information received: the device was used for a bowel resection surgery. The device malfunctioned leading to 10cm of additional bowel needing to be removed. There was no patient consequences reported. Additional information was requested, and the following was obtained: 1. Did the device staple? No 2. If the device stapled, was the staple line complete? N/a 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? N/a 4. Did the device cut? Not completely 5. If the device cut, was the cut line complete? No 6. Were the cut line and staple lines equal? Unknown 7. Was the device fired across a staple line? Unknown 8. Please provide details as to how the reload did not work. Unknown 9. Did the reload lock out and would not work? Unknown 10. Did the reload begin to staple and cut, but then jammed? Yes 11. Did the device staple, but there was no cut line? Unknown 12. If the device cut and stapled, were there any staples missing from the staple line? Unknown 13. How was the procedure completed? ¿during firing of the linear cutting 75 mm blue load stapler, the firing mechanism failed at approximately halfway through the stapler. The stapler was removed and sent for repair. A new site for small bowel resection was identified proximal and distal to the site of stapler failure and new enterotomies were made. A second linear cutting 75 mm blue load stapler was used, but prior to firing the staples appeared to have partially deployed prior to initiating a firing mechanism. The stapler was removed and also sent for repair. At this point the decision was made to use a laparoscopic articulating linear cutting stapler 60 mm blue load through the same transection site. The stapler was fired without issue.¿ -from surgeon note 14. Is the current patient status known? Pt is home without evidence of complication 15. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, additional 10cm of bowel had to be removed d/t stapler/cutter malfunction.

Event description:
It was reported that during an unknown procedure; when using this product, the product did not fire a stapler as intended. The cutter stopped halfway and did not allow for a full discharge. There was injury to the patient, as 10 cm more bowel had to be resected than could have been.

Manufacturer narrative:
(B)(4). Date sent 8/29/2024. #mw5157721. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.